Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirts out during manual prime. The customer¿s blood glucose was 6.8 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had not bumped or dropped, no water contact. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm.